Manufacturer narrative:
(B)(4)

Event description:
It was reported that post procedure the patient presented in hospital after developing pain at left subcostal region and radiating to the left arm. The device was interrogated and high pacing lead impedance and low r wave sensing were noted. Additionally, an x-ray was performed and showed the rv lead was dislodged causing a myocardial perforation this resulting in pericardial effusion. The patient was admitted and was monitored over night when subsequent echocardiograms performed indicated that the pericardial effusion had self healed. The lead was then repositioned successfully. The patient condition was stable and recovering.